Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operator discovered that the cadiere forceps (cf) instrument was not working properly, it was moving the opposite way the operator wanted. For example, the cf instrument turned to the right when the operators moved it to the left. After a short while, the cf instrument stopped working completely and they changed to a new one. The procedure was completed with no reported injury.

Manufacturer narrative:
The cadiere forceps instrument underwent external and internal visual inspection, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis. Intuitive followed up and confirmed that there was no injury to the patient. From the console, however in retrospect when placing the instrument, it was an odd angle on the tip of the instrument (no defect wires seen though). Failure not related to an inability to move the instrument at all. The intended direction of the instrument was a 180-degree fault. The movements of the surgeon did scale appropriately to the instrument.

Event description:
Refer to h11 for follow-up information.